Event description:
Revision surgery was performed on (B)(6) 2026 due to shoulder dislocation. Original surgery was performed on the same day to implant a combination of following prima humeral components and djo altivate reverse glenoid: prima short stem plus #1 (pn 1357.14.228, lot 2524131, sterilization (B)(6)) prima reverse tray #short (pn 1367.15.010, lot 2518444, sterilization (B)(6)) prima limavit reverse insert #short dia 36mm corr 0° (pn 1367.54.100, lot 25at2re, sterilization (B)(6)). Djo modular baseplater and taper kit (pn 508-65-001). Djo rsp glenoid head and retaining screw 2mm lateral offset sz 36mm (pn 508-36-103). Patient dislocated and the above mentioned prima reverse tray and liner were replaced: same size of tray was chosen by surgeon, while the new liner was replaced with a retentive one (pn 1367.54.101). Surgery was completed as intended. Patient is male, date of birth (B)(6) 1957. The event occurred in the united states.

Manufacturer narrative:
Review of manufacturing records did not identify any pre-existing anomaly or non conformity that could have contributed to reported issue. From follow-up communication the complaint source confirmed that surgeon tested the stability of the assembly during original surgery, with no issues reported. Moreover, the explanted components were reported to be in good condition when explanted, thus excluding an early failure of the components causing the issue. The manufacturer will submit a final report as soon as the investigation is completed.